Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Supplier lot number is 14780-01. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4) unanticipated x-rays due to reported event. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported after using ria (reamer/irrigator/aspirator) and upon the completion of the graft harvest; the surgeon noticed the ria device had fragmented at the reamer head end of the shaft. Subsequently, the surgeon retrieved what seemed to be all of the fragments from the operative site. Unanticipated x-rays were taken as a result of the reported event. It did not appear that any fragments were left in the patient. The procedure was successfully completed without delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.